Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.